Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 15seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post procedure.